Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no cap on 2 large volume infusors. This was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the two (2) actual device were received for evaluation. A visual inspection performed using the naked eye found the fill port cap missing from the two samples. The samples were not returned in their original unopened primary package. The reported condition was verified. The exact cause could not be determined, however the most probable cause is due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.